Manufacturer narrative:
Follow-up #1: date of submission 03/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: during investigation, there was evidence of moisture behind the display lens. There was evidence of moisture contamination inside the battery compartment. The a leak test showed a battery compartment leak as well as a display lens leak. The pump case was removed and there was evidence of moisture throughout the inside of the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked. The pump case was cracked in the upper right hand corner of the display area. Additionally, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture found behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.